Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that during a procedure when removing the dragonfly optical imaging catheter over the pilot guide wire, the guide wire coiled up/pulled up [bunched] in the left main. The catheter and guide wire were removed together. There was no damage noted on the guide wire. The coils were fine, no separation. A new guide wire was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.